Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The pump passed the self test and displacement test. However, the pump had broken battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker, a scratched case, and a scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The patient's blood glucose level was unknown at the time of the call. The customer stated that they use the correct batteries but does not do daily set rewinds. The issue ahd occurred twice. The customer was informed that a new battery cap will be shipped to them to see it will resolve the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.